Event description:
It was reported that multiple occlusion alarms occurred. The blood glucose (bg) meter read "high" when the customer's bg was tested and customer had large ketones. Bg was treated with a bolus and manual injection. Troubleshooting could not be performed as the customer stopped using the pump and reverted to manual injections for alternate insulin therapy.